Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch:7072403/7072433. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 24704688.

Event description:
It was reported that the patient experienced inadequate stimulation. All device components were explanted and discarded.